Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Pad was also well beyond expected life.

Event description:
Customer called and reported there were sparks and a sizzling sound on the switch, and a funny smell came after the sound.